Event description:
It was reported that, this right ventricular (rv) lead exhibited loss of capture (loc) leading into a syncope episode for the patient. Subsequently, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.